Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated threshold measurements and loss of capture (loc) at maximum output but did not result in greater than two seconds of asystole for this patient. This lead was suspected to be dislodged. Therefore, a revision procedure was performed and the lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.